Manufacturer narrative:
(B)(4). No inventory available for the material/batch. Customer samples were requested. If samples from customer will be received and the investigation be completed a supplement report will be filed.

Event description:
St. Joseph's laboratory system (five sites) converted to greiner tubes in may 2020. Since the conversion customer states the labs have experienced increases in hemolysis. Customer has provided some data showing the increases. Hemolysis data is collected in the aggregate of chemistry specimens and not documented by product item and lot numbers. Customer confirmed that the same collection, handling, and processing of patient specimens occur with the greiner tubes as with the bd tubes prior. Customer notified greiner in june 2020 (B)(4) of the increase but with no detailed information. Customer had a conference call with greiner in september 2020 to discuss hemolysis, the report from (B)(4), and next steps. Customer has notified the sites not to double spin (re-centrifuge) specimens per our IFU. Customer has provided some additional information by laboratory site. Based on certain hemolysis index levels seen (varies by lab) the lab will cancel the patient's results and redraw. Customer advises this is a critical matter as it impacts patient care when redraws are required. Greiner is working with the customer on collection methods used as there is indication that this may be a contributing factor to the increase in hemolysis seen. Ann arbor laboratory primary tubes used is the lithium heparin gel tube for chemistry and these are centrifuged as part of the beckman coulter power processor automation line at 3000 rpms for six minutes. Lab receives in patient specimens through a pneumatic system and outpatient specimens from various sites so centrifugation within two hours is dependent upon where the specimens originate. Collection method is primarily straight needle. Customer states mixing may vary depending on the collection site. The laboratory uses the beckman coulter hemolysis index for hemolysis; 0-3 results, 4-7 results with comments, 10> cancelled and redraw. Customer provided list of recent lots where hemolysis index was 10 or greater.

Manufacturer narrative:
No date of event could be obtained from the customer. No samples were received for evaluation. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance documents revealed no deviations in relation to the reported event. The complaint cannot be determined.